Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to undersensing. Surgical intervention was undertaken. The lead was explanted and replaced with a different model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.